Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was vaulting asymmetrically approximately 4 weeks post implant. Lens rotation and capsular tension ring (ctr) placement is planned. Additional information has been requested.